Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump caused engorgement and soreness.

Event description:
Customer reported on 17 nov 2023 from us alleging the elvie stride caused engorgement and soreness. They've seen their lactation specialist who has advised them to stop using the pump as it's causing them pain. Customer has not yet confirmed whether medication was required or not.